Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No additional informaiton.

Event description:
It was reported that bd insyte autog bc needle retracts prematurely during IV placement. The following information was provided by the initial reporter: while placing an IV on a patient, the safety on my needle failed. The needle was removed and I repeatedly attempted to activate the safety. After I saw that it was clearly malfunctioning, I carefully placed the needle in the sharps bin. No harm was brought to me or the patient that I was caring for. I have noticed that recently we have had multiple premature safety activations while placing ivs due to a malfunction of the mechanism. They have never caused harm to caregivers or patients but seems to be a repetitive problem. Event date: 03/19/2025. Was there injury? No.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.